Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observation: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of grip cable breakage and conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 report 1 was updated to include MFR report number 2955842-2025-18795. A review of the instrument log for the instrument associated with this event shows that it was last used on (B)(6) 2025 during incisional hernia tapp surgical procedure. Therefore, event date under section b3 was updated to 02/14/2025. Correction to section g3 : the g3 should be 02/21/2025 based on previously submitted on a related report. Therefore, h10 report 2 was updated to include MFR report number 2955842-2025-09127.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.